Event description:
Lv impedance is greater than 3000 ohms and noise was noted during conduction test. Lead remains implanted and will be monitored. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.